Event description:
It was reported that the core impaction drill heated up during testing prior to a case. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was disassembled to be visually examined. During the visual examination, the device was found to have worn components including a tight spindle housing and a worn nose cone.